Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press, requiring multiple attempts to activate the pump screen. There was no reported impact on the customer¿s blood glucose level. Technical support guided the caller to remove the pump from its case, advised on ways to press the button more effectively, and eventually arranged for a replacement pump due to persistent issues. The customer reverted to an alternate method of insulin therapy.